Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. Numbers does not ramp up on its own or scroll bar moving with no input. No moisture damage electronic assembly.

Event description:
It was reported by the customer's father that the buttons on the insulin pump were sticking on the keypad. It was found that body sweat may be a cause of the keypad issues. Customer's blood glucose level was 264 mg/dl. Insulin pump will need to be replaced. No additional information provided.